Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No button error alarm during testing. No unexpected numbers ramping during testing. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the customer was trying to bolus and the numbers started to ramp up and down. The customer removed the battery and then it alarmed button error and was unable to clear it. Customer's blood glucose was 10.9 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.